Event description:
It was reported that when using the bd pyxis¿ medbank tower, there was a delay in removing narcotics despite validation code provided. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the delay in removing narcotics after the prescription provided the validation code. A technical support specialist (tss) identified that no delay was found between authorization and synchronization record. Multiple attempts were made to reach customer but there was no response received customer related to further assistance. So, the technical support specialist has closed the case. The system functioned as intended after the technical support specialist verified the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, there was a delay in removing narcotics despite validation code provided. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.